Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 where the surgeon noted ¿there was a mesh stuck to the intestine.¿ the surgeon further noted he had to ¿take out the piece of intestine and the mesh from the abdominal wall. We tried to dissect. We tried to dissect the mesh off the intestine and repaired area. But I didn¿t like the fact that the area was hardened and the still piece of mesh then therefore I decided to resect the part of the intestine which was involved in the is area of the adhesion with the mesh.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.